Event description:
It was reported that the insulin pump had unresponsive buttons and the numbers were scrolling while the customer tried delivering a bolus. The customer's blood glucose was 137 mg/dl. The customer stated that they went for a run and the insulin pump was on their belt. It looked like the insulin pump had moisture in it. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the up arrow button did not respond due to corroded keypad trace. No scrolling number display anomaly noted. No moisture damage on the electronic assembly noted. The insulin pump was received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.